Manufacturer narrative:
Correction of h6 patient codes: from pain, e2330 to blank. E1: initial reported facility name: (B)(6) hospital of (B)(6) university.

Event description:
It was reported that restenosis occurred. The 50% stenosed target lesion was an area of in-stent restenosis (isr) located in the mildly tortuous and mildly calcified venae iliofemoralis. A 10mm x 80mm mustang balloon catheter was advanced for pre-dilation; however, the patient felt an obvious pain. In consideration with the wallstent placed in the patient with intimal hyperplasia, a 0.018 non-boston scientific guidewire was replaced and a 6.00mm / 2.0cm / 90cm peripheral cutting balloon was introduced for post-dilation. But the pressure would not increase, and it was obvious that the balloon had contrast agent leaking out on the display screen. The cutting balloon was then removed and found that it ruptured. The procedure was completed with a different device. No further complications were reported, and the patient was stable. It was further reported and confirmed that there was no significant pain experienced by the patient.

Event description:
It was reported that restenosis occurred. The 50% stenosed target lesion was an area of in-stent restenosis (isr) located in the mildly tortuous and mildly calcified venae iliofemoralis. A 10mm x 80mm mustang balloon catheter was advanced for pre-dilation; however, the patient felt an obvious pain. In consideration with the wallstent placed in the patient with intimal hyperplasia, a 0.018 non-boston scientific guidewire was replaced and a 6.00mm / 2.0cm / 90cm peripheral cutting balloon was introduced for post-dilation. But the pressure would not increase, and it was obvious that the balloon had contrast agent leaking out on the display screen. The cutting balloon was then removed and found that it ruptured. The procedure was completed with a different device. No further complications were reported, and the patient was stable.

Manufacturer narrative:
E1: initial reported facility name: (B)(6).